Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of articular surface identifies wear and fractured into pieces. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert nexgen tibial components pain, fracture and wear are known adverse effects of the tka procedure. However, a definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical products: nexgen stemmed tibial component, catalog # 00598004702, lot # 61815052. Nexgen femoral component, catalog # 00596401651, lot # 61921132. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0002648920-2018-00162.

Event description:
It was reported the patient underwent an initial knee arthroplasty. The patient began to experience pain and was revised four year later due to tibial tray fracture and implant wear. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.